Event description:
Caller stated her son used the dexcom g6 to monitor his blood glucose. Although the sensors were supposed to last 10 days each, he went through 3 sensors in 2 weeks. Additionally, the transmitter failed within the first month of use and did not last the 90 days as indicated. Furthermore, the device was providing inaccurate readings, off by 50mg/dl - 60mg/dl.